Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. The alleged fill resistance issue was unable to be verified due to the cartridge not being returned for investigation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with existing cartridge and needle. Customer¿s blood glucose was 225 mg/dl. Customer reverted to an alternate pump for insulin therapy.